Manufacturer narrative:
Examination of the returned devices by depuy international finds wear patterns that indicate the devices were not optimally positioned. Review of provided patient x-rays confirms the acetabular cup is sub-optimally positioned, as well as finding the right femoral stem is in varus. Review of device history records by depuy international finds no related manufacturing deviations or anomalies that would have contributed to the event. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusions about the reported pain with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Patient revised due to pain - groin area. Patient is slim build.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4)

Event description:
Update 7/22/15-pfs and medical records received. After review of the medical records for MDR reportability, a small piece of posterior overhanging aspect of the trochanter fractured off during trial reduction on the left hip. The surgeon was trying several different stem sizes prior to the fracture, so an unknown trial stem is being reported. The small fracture was sutured to help stabilize it. The unknown hip are being changed to the left hip femoral head. An acetabular liner is being added. Part/lot being updated. No revision operative date has been provided. The complaint was updated on:8/20/2015

Manufacturer narrative:
Product complaint # (B)(4)

Event description:
Patient revised due to pain - groin area. Patient is slim build. Persistent pain in hip and elevated cobalt levels.

Manufacturer narrative:
(B)(4). Investigation summary: the complaint, originally (B)(4), was re-opened upon receiving further information from kennedys which was: corrected lot number for the head, added product record for the pinnacle cup, stem and apex hole eliminator. Added patient name, dob and affected side. The head and insert were originally returned and fully evaluated, the results of which were documented in (B)(4). This investigation is only reviewing the new information that has since been provided. From the information reviewed, no changes were required to the previous investigation conclusions. The complaint shall be closed with an undetermined conclusion. It shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be reviewed and further investigation completed as required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4)